Manufacturer narrative:
The device was received and evaluated by depuy synthes power tools. The reported condition of oil contamination was confirmed. During service it was noted that the device had oil contamination. If additional information becomes available a supplemental report will be sent. (B)(4).

Event description:
A report was received from (B)(6) requesting routine maintenance for the device. During servicing it was observed that the device had oil contamination. The device was not used in surgery. No injuries were reported. No additional information was provided.